Event description:
It was reported that the lead had impedance greater than 2000 ohms and there was noise confirmed on the electrogram. An x-ray showed the lead had an apparent fracture around the anchoring sleeve. The lead is planned to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical device: v-234 competitor implantable cardioverter defibrillator, (B)(6) 2007. (B)(4).